Event description:
The device was being used to treat a cardiac arrest patient and reportedly, the device would not pick up the patient's ECG signal through the combination electrodes and therapy cable. The ECG patient cable was attached and the patient's ECG rhythm was determined to be asystole. The patient's outcome and details were not initially reported.